Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The single-use loading unit (sulu) was received fully applied with the interlock engaged. No knife blade damage was noted. Additionally, a small plastic component was received loose in the packaging. It was determined the component was not part of the device or sulu. The sulu was reset and loaded into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure and after the reported products were used for stomach dissection and small intestine dissection in proximal pancreaticoduodenectomy, a black plastic foreign material was found inside the patient¿s cavity and it was collected. No patient injury. The sales rep compared the products with demo device, and damages (firing knob, opening and closing knob) which might bring fragments were not found.